Event description:
It was reported via a competitive device manufacturer implantable device registration form that indicated the patients medtronic right atrial (ra) lead was experiencing oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 3257-40q, competitor bi-v ICD; implant: (B)(6) 2013; model: 7171q/65, competitor lead; implant: (B)(6) 2013. (B)(4).